Manufacturer narrative:
The interface cable was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The cable was damaged, otherwise all ports function as intended. Eval code method is associated with this analysis, eval code result is associated with this analysis, eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735825r, serial/lot #: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the axiem box cable that connects the box to the system is frayed and wires were exposed. No patient was present at the time of the event.